Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that five days post pulsed field ablation, the patient complained about visual impairment which disappeared when the patient came back to the hospital. A cerebral infarction was confirmed by computerized tomography (CT) and magnetic resonance imaging (MRI). It was suspected patients anticoagulant dosage was set to low. The patient was hospitalized for observation only and no intervention was performed. Patient condition has since improved. A medical examination and evaluation from the neurosurgery department was performed and indicated that it is not believed to be an infarction related to the procedure as no neurological abnormalities were observed up until the fifth day after surgery. No further patient complications have been reported as a result of this event.